Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. The patient has a history of diabetes mellitus, severe chronic obstructive pulmonary disease, severe truncal obesity, is chronically ill and resides in a nursing home. In december 2001, a CT scan demostrated that the aneurysm measured 6cm is size. It was reported that the patient had refused follow-up care and subsequently presented with a ruptured aneurysm in 2003. Open surgical repair was performed. The aneurysm was very pulsatile and a large retroperitoneal hematoma was found. The graft was found to be free floating and was found to be in the aneurysm sac. The aneurx graft was then sewn into the neck of the aorta. A flap made of the aneurysm was tacked up to cover the entire stent graft. The physician reported that either type I or type ii endoleak contributed to the rupture. No additional clinical sequelae were reported, and the patient is reported to be fine.